Event description:
Event description boston scientific received information from the sales representative (sr) that they were unable to elicit a magnet response and could not interrogate this device during a routine check. This device has been implanted for almost seven years. The last follow-up visit was two months ago and the battery status was 3/4 full. The current heart-rate is 45 bpm and the lower rate limit is 60. There is no pacing and the patient is not symptomatic. Technical services (ts) discussed with the sr that this device is under the pdm hermetic sealing advisory - original population (7/18/2005) and recommended removing the device and returning it for analysis. New information was received that his device was explanted, returned, and successfully replaced.